Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe stretching along the inner wire lumen and outer shaft (the distal portion of the delivery catheter). The inner wire lumen was found to be permanently necked and strained out of its intended profile. As a consequence the outer shaft wall was found to be permanently stretched. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged with a stent strut lifted upwards from the stent profile and followed the profile of the proximal balloon cone. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The non-totally occluded, 38x2.5mm, eccentric, de novo target lesion was located in the non-tortuous and moderately calcified left circumflex artery. A 3.00x24mm promus element (tm) stent was selected but failed to cross the lesion.&#1288;e procedure was completed with another size of the same device.&#2062;o patient complications were reported and the patient status was stable. However, returned device analysis revealed proximal stent damage.